Manufacturer narrative:
Exact date unknown, event occurred beginning of the summer this year.

Event description:
It was reported that the patients ipg would not hold a charge. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.